Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced an increase in recharge burden. Patient had subsequentially stopped charging due to recharge burden and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was explanted and replaced to address the issue. Therapy has been restored.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.